Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown unk - cage/spacers: oracle /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: wu, jy et al. (2019), robot-assisted percutaneous transfacet screw fixation supplementing oblique lateral interbody fusion procedure: accuracy and safety evaluation of this novel minimally invasive technique, orthopaedic surgery, volume 11, number 1, page 25-33, (china). The aim of this experimental and prospective study was to evaluate the accuracy and safety properties of the combination of both minimally invasive techniques: robot-assisted percutaneous transfacet screw fixation supplementing the oblique lateral interbody fusion procedure. Between march 2018 and october 2018, 10 patients with degenerative lumbar spine disorders were included in the study. There were 3 men and 7 women with a mean age of 60.2 years. Patients underwent oblique lateral interbody fusion procedure and were implanted with either an unknown oracle system or a competitor¿s cage. The patients then had a robot-assisted percutaneous transfacet screw fixation procedure and were implanted with either an unknown synthes cannulated screw or a competitor¿s screw. Complications were reported as follows: 1 patient had a poor screw position with a cortex perforation of beyond 2 mm. 5 patients had numbness over the anterior thigh and iliopsoas muscle weakness, which subsided within 2 weeks. This report is for the unknown oracle system and unknown synthes cannulated screw. This report is for one (1) unk - cage/spacers: oracle. This report is 2 of 2 for (B)(4).